Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to about 48 mg/dl while wearing the pod. Symptoms reported include "resting tremors, garbled speech and borderline incoherent". In the ER, the patient was treated with intravenous therapy; she was also tested for electrolyte levels, a "metabolic panel" of tests and a stroke (doctor confirmed she did not have one). The patient was released after 4 to 5 hours and the pod continued to be worn in the emergency room.